Event description:
A report was received that a patient had an infection at the ipg site. The physician explanted the entire system. The physician stated that the infection was not caused by the device. Further information revealed that the patient has 'cellulitis' which caused abnormal wound healing. The patient was prescribed antibiotics. The patient is doing well after the procedure.

Event description:
A report was received that a patient had an infection at the ipg site. The physician explanted the entire system. The physician stated that the infection was not caused by the device. Further information revealed that the patient has 'cellulitis' which caused abnormal wound healing. The patient was prescribed antibiotics. The patient is doing well after the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-8216-70 (B)(4) description: artisan 2x8 paddle lead (lim), 70 cm the explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.